Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a planned vascular treatment, which was completed as planned by restarting the system. The philips field service engineer (rse) inspected the system remotely and confirmed that the system would not expose. Rse examined the log files, which indicated no hardware faults but did reveal that the reported event was caused by a user who pressed the e-stop button in the device during a procedure that resulted in the emergency power shut-down of device geometry control systems. To fix the problem, the user restarted the system. After that, all device functionality was restored. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The emergency stop button was accidentally activated by the user during the procedure, and the issue was resolved by restarting the system. The philips system did not malfunction. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not expose when the foot switch was pressed. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.